Event description:
Additional information received reported that patient¿s appendix scar ¿did not heal up real good.¿ the pump ¿stayed so sore that it felt it was trying to cut through the skin. It was actually cutting through and it had turned and all kind of stuff. It was miserable.¿ the pump was causing problems. Per reporter, the pump had done what it was supposed to do with patient¿s back, but it was so painful in the patient¿s stomach.

Event description:
Additional information: per the healthcare provider patient had not experienced any symptoms. The pump was at eol (end of life). It was added that on 2008-(B)(6) the dose of dilaudid 5 mg/ml was 1.3 mg/day and clonidine 30 mcg/ml was 0.3 mcg/day. As of (B)(6) 2012 patient was receiving dilaudid 1.499 mg/day and clonidine 0.3 mcg/day, basal rate 0.0585 mg/hour. Patient outcome was noted as "doing great".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was replaced because it was pushing against an old appendix scar which caused pain. The patient stated his current pump was working well for him. The pump delivered hydromorphone.

Manufacturer narrative:
Catheter: model # 8709, lot # (B)(4), implanted on: (B)(6) 2001 explanted on: unknown. (B)(4).